Event description:
It was reported that the device would not deliver the charged energy correctly. There was no patient use associated with this event.

Manufacturer narrative:
The customer confirmed that the device has been retired from service and it has been replaced with a new defibrillator. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.